Manufacturer narrative:
D4: catalogue #: (remove 5c4482) and update to 5c4483. G4: PMA/510k#: (remove k152675) and update to k192705. H10: the device was received for evaluation. A visual inspection with the naked eye identified a broken occluder foot on the light blue main body of the twist clamp. Functional testing including leak, clear passage and clamp function testing were performed. No issues were noted during the clear passage test. The leak and clamp function tests revealed a leak during testing with the twist clamp in the closed position.the reported condition was verified. The cause of the condition could not be determined; however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set had fluid flow with the twist clamp closed; fluid leaked out of the navy-blue (female connector) end. This was observed after a manual exchange, after closing the set. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.